Event description:
It was reported that prior to a "longo" procedure (stapled hemorrhoidopexy), the doctor opened new device. During testing, generator showed instrument error. He tried to retight again and it didn't help. Customer didn't have any external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means was applied other than the blade wrench to attach or detach the blade. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for instrument error detected. During functional testing on gen11an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a brake was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.